Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, broken belt clip slot, broken battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the up arrow was unresponsive on the insulin pump. Customer stated the insulin pump was not exposed to moisture. It was also found the insulin pump had a crack along the battery compartment. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.